Manufacturer narrative:
Product event summary: the device was returned, analyzed, and no anomalies were found. The analyst noted that the device was received at preliminary analysis with no packaging.

Event description:
It was reported that during the implanting procedure, the physician noted that the sterile package of the implantable cardiac monitor (icm) was damaged and slightly opened. The icm was not implanted. No patient complications have been reported as a result of this event.